Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.